Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was not working, which was clarified to mean that the patient¿s battery was not charging. Troubleshooting could not be done due to a lack of access to the product. It was reported that the patient was going to call back when they had their recharger, so that they could do troubleshooting. There were no symptoms reported. It was asked but unknown when the event occurred, but then indicated that it had been a while, maybe a year. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they did not know the cause of not being able to recharge their device. It was reported that actions taken to resolve not being able to recharge their device was the patient tried to recharge. It was reported that the issue was not resolved. It was reported the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.